Manufacturer narrative:
Additional information received on january 09, 2020 identifying no further information is available. Because there is no further information available at this time and the device is not available no investigations can be performed. The initial reported information was unclear and thus the sequence of events cannot be determined at this time. The initial reported information indicated that the perceval device was not a contributory factor in the patients death and that the primary issue was difficulties in reanimation. As there is presently no clear description of the events which occurred the event type and the sequence of events which lead to the patient death are unclear and no further analysis can be performed. The perceval involvement, patient condition, intra-operative difficulties and time line are all unknown and at this time the event mode/type cannot be determined and thus the root cause cannot be determined.

Event description:
The manufacturer was notified of a serious adverse event involving a perceval pvs23 implant. It was reported that a patient was intended to receive a magna size 19 by mini sternotomy but the site elected for a perceval pvs23 via full sternotomy. The order of events is not clear based on the reported information, however, it was reported the patient had a central leak either prior to the procedure or after the implant. The patient was indicated for a tavi. It was reported the patient passed away due to issues with reanimation and that the perceval device was not responsible for this incident. No further information was received. No implant, explant, event or other dates were provided.